Manufacturer narrative:
A review of the device history record was traceable to the reported serial number indicating that the product was processed and released according to the product¿s acceptance criteria. During an onsite visit, the field service engineer (fse) checked uninterruptible power supply (ups), voltage and batteries were ok. The fse found one switch of the ups was set incorrectly which means the battery of the ups was disconnected. The fse successfully completed system verification to specification. The root cause is that one switch of the ups was set incorrectly. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported laser stopped during treatment due to laser power failure. The notebook of the laser kept working and completed the progress bar to 100%. The surgery was not completed the patient was sent home with partial laser treatment. The surgeon wants to repeat treatment in three months after a new refraction has been performed. Heath/sight of patient was mentioned to be impaired. New information was received. According to the surgeon, there was no error message. A company representative reported that the problem was that one switch of the universal power supply (ups) was set incorrectly. This indicates that the battery of the ups was disconnected. A nurse reported there was no power failure. The batteries, charge of the batteries and battery voltage are ok.